Event description:
When surgeon was using, regrasp kept occurring and it could not be corrected. When the product was removed from the field, it was noticed a wire was loose and a piece had broken off the instrument. The piece did not fall into the cavity. No injury. Procedure: lavh/bso.